Event description:
Reporter received letter from abbott in december 2025 issuing recall for several lot numbers of the freestyle libre device. Two of her device lot numbers are listed in the letter. Both of these devices have been showing inaccurate readings. She has noticed high and low readings, but did not experience any adverse events. Pt code: 4582. Device codes: 1535, 2459, 2460. Ref report: mw5184079.